Event description:
The sales rep reported that there was nothing from the main chamber emptying. The pump has been in place for years and the rep did not see this as a significant issue. As a result, pump was explanted and replaced with a new pump.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the pump was pump was returned with a 5 inch segment of original catheter. This segment of catheter was not tied or clamped at the distal end. The pump was tested and found it could be flushed with no resistance. There was no evidence of leakage when flushing and pressurizing the bolus pathway and catheter. Leaks were not present as the device appeared to be leak tight. Additional testing included filling the device with bacteriostatic water for flow testing and the pump did not flow as received. The water bath temperature was increased and flow was not restored. The device was then overfilled and once again the device did not flow. The flow complications encountered in the laboratory may be associated with air being introduced into the pump flow path during shipping. The catheter follow path was not clamped prior to shipping. It is also likely that the capillary flow path is occluded with drug precipitate, however; this was not confirmed. A review of the device history records indicated that this pump meet all testing requirements during the manufacturing process. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint was closed.